Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va08adf, implanted: (B)(6) 2013, product type lead; product ID neu_un known_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that in preparation for a knee replacement surgery, a patient had a nuclear stress test the day prior to the report. After she received the injection in her left hand she went to the waiting room, and shortly after sitting down she started to experience excruciating burning from her right hip, the same side as the implantable neurostimulator (ins), all the way down to her right ankle. She could feel the heat all along that side and coming from that side, and it felt like a hot torch. The burning sensation had a sudden onset and there was no known accident or incident related to the complaint. The patient turned stimulation off and it took quite a while for the intensity to ease off. Stimulation was still off and she felt a ¿small splash of burning¿ the morning of the report as well. Her cardiologist redirected her to her healthcare provider for the implant and said that maybe one of the wires had snapped or twisted. The patient planned to call her healthcare provider. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.